Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Yes. The patient is recovering correctly and was discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): the extraordinary care that was done with the patient as a result of the event was to leave him with drains.

Event description:
It was reported that the doctor was performing a gastric bypasss on the patient. At moment to do the first shot with psee45a and reload gst45b for the gastric pouch, the doctor fired following all steps: closing the jaw, waiting the 15 seconds, and then started firing in a pulsed form. Then, when the echelon is opened, the tissue sticks to it more than normal. In this moment realized that the distal third of the recharge had opened. It is re closed with staples and manual suture reinforcement. Subsequent pouch refills are fired full, but the stapling line was very messy, uneven.

Manufacturer narrative:
(B)(4), date sent: 11/5/2021 h6: component code =g04 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with three gst45b reloads present. The reload (b) was received fully fired and with damage on reload deck. The reload (c and d) was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch the found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on reload deck and shaving may occurs. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reload b: gst45b, u5em62, fully fired with the staple plow. Reload c: gst45b, u5em62, fully fired. Reload d: gst45b, u5eu7f, fully fired.